Manufacturer narrative:
(B)(4). The sample has been requested, but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that there was no thermal spread while sealing during a laparoscopic hepatectomy. End tones, indicating a completed seal cycle, were heard. There was no bleeding or patient injury.